Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the bronchus of a patient on (B)(6) 2013, during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of cancer. The patient's anatomy was reported to not be tortuous and it had not been dilated prior to stent placement. During the procedure, the stent was implanted within the target anatomy without any issue. Following stent placement, it was noticed that the stent did not expand at the "upper end" even after removal of the delivery system. The physician attempted to expand the stent using a rigid bronchoscope; however, the stent suture broke as a result of this manipulation. Furthermore, the stent mesh wires opened; therefore, the stent was removed and the procedure was aborted. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Additional information received on (B)(6) 2013. On (B)(6) 2013, the procedure was aborted following stent removal due to the fact that the site could not get a replacement device the same day as the event. However, it was confirmed that on (B)(6) 2013, an ultraflex tracheobronchial stent was able to be placed within the target lesion. No issues were reported. The patient's condition is reported to be fine.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(6). (B)(4) stent failed to expand. (B)(4) stent mesh wires opened. (B)(4) stent suture broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the bronchus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of cancer. The patient's anatomy was reported to not be tortuous and it had not been dilated prior to stent placement. During the procedure, the stent was implanted within the target anatomy without any issue. Following stent placement, it was noticed that the stent did not expand at the "upper end" even after removal of the delivery system. The physician attempted to expand the stent using a rigid bronchoscope; however, the stent suture broke as a result of this manipulation. Furthermore, the stent mesh wires opened; therefore, the stent was removed and the procedure was aborted. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.